Event description:
Related manufacturer reference number:. 3006705815-2019-02562. It was reported that the patient had ineffective stimulation. The patient had intermittent effective therapy, however had intense crps flare ups, and ultimately decided to explant the system. All devices that were implanted were explanted with no complications.